Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: on (B)(6) 2024, it was reported that an unknown patient required replacement of an ultrathane mac-loc locking loop multipurpose drainage catheter. It was said that the white mac loc portion of the catheter separated from the catheter when the catheter was pulled. The separation occurred after the patient had left the procedure room or had gone home. The patient had to be brought back to the procedure room for replacement of the device. It is unknown how long the device was in place or the activity level of the patient. No other adverse effects were reported for this incident. Reviews of the documentation, including the complaint history, device history record, quality control procedures and instructions for use (IFU) for the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were two other complaints associated with the final product lot number for the same failure at the same facility. Cook also reviewed product labeling: the instructions for use (IFU) [ t_multi2 rev1, multipurpose drainage catheter] states the following. How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. Evidence gathered upon review of the dmr, DHR, and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an unknown patient required replacement of an ultrathane mac-loc locking loop multipurpose drainage catheter. It was said that the white mac loc portion of the catheter separated from the catheter when the catheter was pulled. The separation occurred after the patient had left the procedure room or had gone home. The patient had to be brought back to the procedure room for replacement of the device. It is unknown how long the device was in place or the activity level of the patient. No other adverse effects were reported for this incident.

Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. G4- PMA/510(k) #: k173035. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.